Event description:
The customer reported a discrepancy between the displayed and actual time on their pump, which led them to update their time and personal profile settings. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised monitoring the situation, with the customer acknowledging and understanding this guidance.